Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side manipulator (psm2) for failure analysis investigation. The unit was analyzed and the reported failure (sterile adapter don't fit well) was able to be confirmed during visual inspection.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure there was a fault. Caller stated that patient side manipulator (psm) #1 engagement issue, sterile adapter can't fix well. Caller stated that they used psm#2 and #3 continue procedure. Before calling dvstat, site has phoned a field engineer (fe) for troubleshooting. The technical support engineer (tse) recorded info and fe will onsite for further troubleshooting. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer continued to complete the surgery with sh2229. The customer used 3 arms (psm 3, psm 2 and ecm). There was no injury to the patient. The system functionality was checked upon powering on the system. The system initially powered on with no errors.